Event description:
Dealer called stating that the joystick had an 8 flash code and while testing the battery voltage the joystick allegedly sparked. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m41srr, serial number/date code (B)(4) is approximately 2 years 7 months old. The owner's manual part number 1143206 rev g (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called into invacare tech phone support stating that the joystick on the m41srr had an 8 flash code. By phone they tested the battery voltage through the joystick and while testing, the joystick allegedly sparked. When testing again, there was no spark. The joystick was turned off then back on and the code went away until a forward command was given then it came back. Tech support advised the dealer to check for connectivity and damage. No replacement parts were being ordered at that time.